Event description:
This is filed to report mitral stenosis. It was reported that a patient who has undergone previous cardiac procedures (valvuloplasty, ring, a3/p3 alfieli stitch) underwent a mitraclip procedure to treat degenerative mitral regurgitaion (mr) grade 3-4 and a mr jet that was hitting the implanted ring causing hemolysis. An nt clip was advanced in the patient and while grasping the cusp at the location of the jet, the mean pressure gradient increased to 16.8mmhg. There was discussion about placement and the physician decided to place the clip under the backup of the valve replacement. After the shaft was removed, the mr jet, which was the cause of the hemolysis, could be controlled. However, there was no change in mean pressure gradient. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis associated with the increased gradient was due to procedural circumstances clip interacting with patient pathology/morphology. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.